Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. A review of the labeling found that thrombosis is noted as an anticipated procedural complication associated with such procedures in the directions for use. Based on the information provided the thrombus was caused by the migration of the broken piece of delivery wire into the basilar artery. The exact cause of the delivery wire break cannot be determined but from the information provided it is most likely related to operational context.

Event description:
It was reported that the coil detached from the device broke and migrated in the basilar artery during the procedure. This resulted in thrombus formation that was treated with agrastat, dose unknown. No other information has been provided.

Event description:
It was reported that the coil detached from the device broke and migrated in the basilar artery during the procedure. This resulted in thrombus formation that was treated with aggrastat, dose unknown. No other information has been provided.